Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while drilling for cannulated screws with a cannulated drill bit, a portion of the guide wire broke off in the medial distal tibia and the portion of the guide wire was too deep in the tibia to retrieve. It was left in. Fragments were generated. There was no surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: unk - drill (part# unknown; lot# unknown; quantity: unknown); unk - screws: 4.0 mm cannulated (part# unknown; lot# unknown; quantity: unknown); 2.7mm cannulated drill bit (part# 310.67; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 1.25mm non-threaded guide wire 150mm. This report is 1 of 1 for (B)(4).